Manufacturer narrative:
Approximate age of device ¿ 8 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had cardiopulmonary resuscitation (CPR) for an unspecified reason on (B)(6) 2018 and now shows signs of hypoxia after CPR. Reportedly, the healthcare professionals do not blame the pump as the cause for the CPR. No further information was provided.

Manufacturer narrative:
Manufacturer's device analysis: the device was not available for evaluation. A direct correlation between the pump and the reported event could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system instructions for use (IFU) and patient handbook caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the cause for the CPR could have been triggered by anesthetic overlap, and have nothing to do with the device. No additional information was provided.